Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings: 114 is based upon the evaluation of user facility; 213 is based upon visual and functional testing of the returned sample. H6: investigation conclusion: 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal device was returned for evaluation. The returned device included the hemostasis sheath, carrier tube, locator, and header bag. The temperature label on the header bag was black upon receipt. The returned device was subjected to visual analysis. The carrier tube was returned in the forward lock position with color bands concealed. The hemostasis sheath and locator were returned mated together. No damage or deformation was identified. The blood inlet holes were examined, and no issue was found with the device features. Blood/tissue debris was identified over the blood inlet hole. Functional testing was performed by inserting a new guidewire into the device to test for blockages. Back flow was tested by injecting water into the distal tip and checking for obstructed or insufficient fluid flow through the proximal end. No issue was able to be found with device function. The complaint can be confirmed for low flow. The device was functionally tested and appeared to function properly. The inlet and outlet holes were measured and were found to have been within specification. It is possible that the tissue/debris obstructed blood flow which resulted in the backflow of blood being 'less than usual.' As a result, the complaint was confirmed, and the likely cause of the issue was determined to have been obstruction of the inlet hole from tissue/biological debris. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - lead technologist. The actual device has returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the operator stated that the blood flow was not very brisk coming out of the angio-seal dilator. They tried to re-prep the dilator and the sheath; however, same result. The operator abandoned the closure procedure and held manual compression. The patient was in stable condition and the outcome of the procedure was good. The blood loss is less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 13october2021: the procedure performed for the patient prior to use of closure device was a cardiac catheterization, common femoral artery (cfa) access. Diagnostic. The sheath used was a 6 fr. Deep wound trac with very loose subcutaneous space, a .035 short amplatz wire was used for sheath insertion and used again with the angio-seal sheath and dilator to gain entry to the artery. A pre deployment angiogram was performed, all indications looked good for the angio-seal use. There was a lack of good pulsatile flow, indicating that the angio-seal sheath and dilator were in a good position to then advance the angio-seal carrier tube.